Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus (B)(4), there was the possibility that the reported phenomenon was attributed to the failure of the electrical circuit board or the influence other than the subject device such as the facility power supply and/or the operating environment. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was flashed at the unspecified procedure. The intended procedure was completed with the subject device. There was no report of patient injury associated with this event.